Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator stated that the pt reported red heart alarms and that the vad was stopped for few minutes. The pt was on the power module (pm), and then switched back to batteries which resolved the alarms. Then the pt reconnected to the pm and no alarms appeared. The log file was submitted for analysis. The log file confirmed red heart alarms and recorded motor stopped events. The pt was given a new system controller and a power module pt cable.

Manufacturer narrative:
The pt was discharged home and continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.